Event description:
It was reported that the device would not accept a pin during a procedure. The account had a back up on hand to complete the case with no allegation of adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, there was debris built up inside the device. This condition could cause the device to not accept the pin.